Manufacturer narrative:
(B)(4). The gripper line is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
This is being filed to report the difficulty removing the gripper line. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The first clip was implanted without issue. A second mitraclip delivery system (cds) was advanced to the mitral valve. The clip was deployed on the mitral valve leaflets without issue; however, when removing the gripper line, after about 12 inches, resitance was felt. The gripper line was able to be removed without intervention or further issue. A total of two clips were implanted, reducing mr to 1. There was no adverse patient sequela or a clinically significant delay in procedure. The patient remained stable. There was no additional information provided.

Manufacturer narrative:
(B)(4). Evaluation summary: only the gripper line was returned for evaluation. All available information was investigated and the reported inability/difficulty removing the gripper line could not be replicated in the testing environment as the clip delivery system was not returned for testing. The returned gripper line was extremely tangled/coiled. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and the reported inability/difficulty removing the gripper line was likely due to user technique/ procedural conditions and challenging patient morphology/pathology. The reported improper or incorrect procedure or method is due to the cds being curved more than 90 degrees. It should be noted that per mitraclip nt system instructions for use (IFU),within final mitraclip nt system positioning, it states to not rotate the clip more than 90 degrees in each direction. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture, or labeling of the device.

Event description:
Subsequent to the previously filed medwatch report, the following information was received: it was stating that the device was curved more than 90 degrees. No additional information was provided.